Event description:
The customer was hospitalized for dka. The customer was taken off their pump and was put on a loaner pump because the hosp felt the event was pump related. At the time of the call, the customer was unable to troubleshoot due to not having the pump.